Event description:
A consumer reported following bilateral intraocular lens implant surgery she is having difficulty quitting due to a diagonal line and shadow in vision. Additional information has been requested. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. (B)(4).